Event description:
It was reported that during a lap sigmoid resection procedure, sometimes there was a bad clip formation. Also, the clips fell out of the jaws of the device. They didn't form at all while clipping. Ligated the vein with the harmonic ace to complete the case. No patient consequence reported.